Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patients father called to advise that the aviva insight meter had a bolus showing in meter log data which was never administered or requested. The data memory shows a multiwave bolus of 10.5 units at 1:32 pm, which should not be there, as it had not been requested or administered. Caller checked the pump data to see if the 10.5 unit bolus had been administered. Patients father stated it wasn't on the pump data so it doesn't appear to have been administered. Patients father confirmed his daughter's blood glucose levels have remained stable. This unintended bolus could affect active insulin and future bolus advice recommendation. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.